Event description:
The 1104b intra-cranial temperature and pressure monitoring catheter caused an error message when connected to a camino monitor. The device was in contact with a patient. There was no patient injury, however, the incident led to a 15 minute increase in surgery time.

Manufacturer narrative:
Integra completed its internal investigation 01/26/2017. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. -visual examination. Results: the customer returned catheter serial number (B)(4) which belongs to 3050rx324267. Lot 3050rx324267 was manufactured on 24-jun-2015, and will expire on 31-jan-2018; lot met all requirement before being released to finished goods. Complaint history, model 110-4xxx, from jan-2016 through dec-2016 reviewed; there were four other complaints issued with complaint code perf032, and one of them was confirmed. The failure rate percentage is 0.003% for the reported failure. Conclusion: the reported customer complaint that ¿catheter caused error message when connected to camino monitor¿ could not be confirmed. The catheter was plugged into a test monitor and displayed initial reading and the catheter was able to zero. The catheter was tested for functionality, and met all functional test criteria. To induce an alarm error, the catheter was plugged into a cam02 test monitor and the reading was manually adjusted to an out-of-spec reading (>20 mmhg). This caused an alarm with error message ¿icp is out of accuracy range¿. This potentially could have been the cause of the reported issue, but without more detailed information from the customer further conclusions cannot be drawn.